Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117087. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18109. It was reported the patient had high impedances on one lead and experienced shocking stimulation. Surgical intervention took place on (B)(6) 2022 where both leads were explanted and replaced to address the issue, one being electively replaced. Effective stimulation was restored. Investigation was unable to determine which of the lead attributed to the event.